Event description:
It was reported via repair work order that the scale reading was fluctuating due to base hood alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.